Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3.

Event description:
It was reported that the pump event logs showed a motor stall with no motor stall recovery. The ptm (personal therapy manager) was showing a motor stall code. The patient was experiencing an increase in pain and the pump alarm was occurring. A bolus was attempted, but the motor stall remained. They planned to replace the pump. The pump was delivering hydromorphone, clonidine, bupivacaine, and baclofen. It was later reported that the pump was replaced and the patient stayed in the hospital overnight. The baclofen in the pump was compounded baclofen. It was later reported that the patient¿s pain had been well-controlled with the pump until it stopped functioning. The patient was admitted for pump replacement. On admission, the patient had the following symptoms: feels tired, some cough, severe pain, headache, and significant back tenderness. The patient tolerated the replacement procedure ¿fairly well¿. The patient was doing ¿good¿ following the replacement. The pump logs showed the pump stalled on (B)(6) 2013 at 15:11.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.